Event description:
Caller reported taking an unspecified amount of novolin based upon an advantage system result of 300 mg/dl at 8:00 am. An unspecified time later, a friend called paramedics because customer was having low blood glucose symptoms. Paramedics came at 10:00 am, performed a test on her advantage meter and got a result of 500 mg/dl. Paramedics then tested on their own, unspecified meter 5 minutes later and got a result of 25 mg/dl. Paramedics treated the customer with glucose gel, transported her to the hospital where the paramedics performed another blood glucose test on their meter and got a result of 45 mg/dl. She was admitted for 3 days. The customer's strips expired 02/28/2005. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.